Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing associated with the right ventricular lead. There were two ventricular non-sustained episodes less than or equal to 200 milliseconds (ms) on (B)(6) 2013. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to chest pain. Interrogation of the device showed oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.